Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The cause of the AED not powering on was related to the customers failure to maintain the battery pack. The investigation of the AED associated with this complaint is underway and the root cause of the audio issue is not currently known.

Event description:
A customer reported their AED would not power on. When tested with a spare battery pack, the AED did power on; however, the audio prompts were observed to be low in volume and intermittently cut out. The customer did not report this occurring during patient use.